Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a stain was detected on the lens and it was cleaned by scraping with a cannula. The lens was still remained implanted in the eye. The patient did not experience any intervention from the event. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).